Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "microbore catheter extension set was noted to have a small from the clamp, leaking blood/fluids from the hole. The microbore catheter extension set was placed on (B)(6) 2016 at approx. 0837. The hole in the tubing was noted on (B)(6) 2016 at approx 1000 when clamp was used. Becton dickinson microbore catheter extension set was in use and when the nurse clamped the extension tubing was noted and blood/fluid were leaking. Date of use: (B)(6) 2016. "

Event description:
There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of leaking from the extension set was confirmed. Visual inspection under magnification showed a small tear in the tubing measuring 0.0565 inches, located approximately 2.5 inches above the distal male luer. Functional testing confirmed leaking at the tear. Additional functional testing by engaging and non-engaging the slide clamp on other sections of the tubing was unable reproduce a tear/ leak. Dimensional analysis of the tubing and slide clamp indicated all measured dimensions were within specifications. The root cause of the leak was a tear in the tubing. The origin of the tear is unknown.